Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Follow up attempts were made by tandem customer technical support (tts), however, no response was received by the customer. No reported impact to the customer¿s blood glucose level. No additional information was provided.